Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin pump received failed battery test, replaced battery now and power error detected alarm. The customer¿s blood glucose level was high and it was 340 mg/dl. Customer also reported that the insulin pump also received software error detected and they perform self test, test did pass. Customer was able to rewind the insulin pump. Troubleshooting was not done for failed battery, replace battery and power error detected alarm because. The customer was also advised they may continue to wear pump until replacement arrives. The insulin pump will not be returned for analysis.